Event description:
It was reported that the patient had a hematoma at the device pocket in the abdomen. The hematoma was evacuated, but the device was not removed. The patient was kept in the hospital for 3 days. The patient status was reported as alive with no injury or adverse event. Additional information was requested, if available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event resolved on (B)(6) 2012.